Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5f mynxgrip vascular closure devices (vcd), used by the same doctor, did not deploy properly. There was no reported patient injury.

Manufacturer narrative:
Date of event is unknown and no information was provided. Addendum for additional information received: the intended procedure was a diagnostic peripheral. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath used in conjunction with the mynx was a non-cordis device. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the hospitalization extended as a result of this event. The patient is noted to have recovered. The patient is noted to have recovered. As reported, two 5f mynxgrip vascular closure devices (vcd), used by the same doctor, did not deploy properly. There was no reported patient injury. The intended procedure was a diagnostic peripheral. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath used in conjunction with the mynx devices was a non-cordis device. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the hospitalization extended as a result of this event. The patient is noted to have recovered. The product was not returned for analysis. A product history record (phr) review of lot f1828902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device due to the condition in which it was received. Additionally, the complaint could not be confirmed for the second device as it was not returned for analysis. It could not be conclusively determined why the shuttle down step could not be completed for the devices. Based on the information available for review and the product evaluation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the issue experienced as evidenced by the incomplete retraction of the sealant sleeve in the returned device. Additionally, since the sealant was returned in the device soaked in blood, it is possible that the sealant prematurely swelled, causing an incomplete shuttle down step/engagement of the tamp lock, therefore preventing deployment of the sealant. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01056 and 3004939290-2019-01056.